Event description:
Event description cpi received information that the ventricular lead impedance on this implantable pulse generator (ipg) has decreased from 410 ohms to 290 ohms since implant. When a magnet was applied to the device, the ipg lost capture in the ventricle. Capture did not resume when the magnet was taken away. The ipg was programmed to vvi mode at maximum output (in both bipolar and unipolar), and still capture did not return.